Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis with a theranova dialyzer, the study coordinator noted clear dialysate liquid dripping from the arterial end of the dialyzer. Upon further inspection, the liquid was found to be from the dialyzer header. Staff wiped the liquid and attempted to tighten the hansen and connections, but the clear liquid continued to drip. To resolve the issue, therapy was stopped and the dialyzer and lines were changed. The device was being used with a non-baxter hemodialysis machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the welding zone of the dialyzer header was cracked. A functional test was performed on the dialysate size of the dialyzer, and revealed a leak from the crack. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.